Event description:
It was reported that a patient allegedly fell out of bed and subsequently expired due to the nurse call not alarming. A signal was sent to the bed but the wireless nurse call system malfunctioned. The bed was inspected and no defect was found.